Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. This product has two medical device types. The second medical device type is fpa. This product has two common device names. The second common device name is intravascular administration set. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set leaked.